Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned driver was evaluated. Visual inspection revealed the tip is bent along the length. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. A definitive root cause cannot be determined.

Event description:
It was reported that the tip of the wrench was found bent during a routine inspection. Therefore, no specific surgical or patient information is available.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the wrench was found bent during a routine inspection. Therefore, no specific surgical or patient information is available.